Manufacturer narrative:
A promus premier ous mr 12 x 4.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged in the mid-section of the stent with struts lifted from their crimped stent position and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage that was noted during analysis most likely occurred when the stent was pushed against the severely stenosed lesion during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. A recommended 0.014 guide wire was loaded into the wire lumen of the device through the distal tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19nov2020. It was reported that advancing difficulties were encountered. The target lesion was located in the severely stenosed mid to distal left circumflex artery which had a very large bend in the middle. After a wire crossed the lesion and pre-dilatation was performed, a 12 x 4.00 promus premier drug-eluting stent was advanced, however, the stent could not reach the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.